Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a remote alert for a high out of range right atrial (ra) lead impedance. The lead was found to have oversensing of noise from myopotential with arm movements and isometric upper body exercise. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead had oversensing of noise from myopotential with arm movements and isometric upper body exercise. The lead remains in use. No patient complications have been reported as a result of this event.